Manufacturer narrative:
Investigation results for the returned battery are as follows: the reported complaint could not be confirmed. Visual inspection was performed and no damages were observed. The battery passed all testing criteria. A review of the archive was also performed and it was determined that the battery performed as intended.

Manufacturer narrative:
Customer reported that when they returned to the station, the battery in complaint was put into a multi-chemistry charger and showed no faults. The battery was able to be fully charged. The autopulse battery in complaint was returned to zoll on 10/29/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during patient care, the autopulse platform performed compressions for approximately 2 minutes using autopulse li-ion battery with serial number (sn): (B)(4) before displaying a "replace battery" message. Customer then used a spare battery, which worked fine. No adverse patient sequelae was reported. No further information was provided.